Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing baclofen (dose and concentration unknown). The indications for use included intractable spasticity and head/brain injury. It was reported that in 2011 or 2012, the patient's pump began eroding through the skin. A tiny incision appeared, and the patient was not able to be seen by a healthcare provider for four days. By the fourth day, the tiny incision was a 4 inch incision in his belly. The incision could not be repaired and the pump was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.